Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke during surgery.

Manufacturer narrative:
These devices are used for treatment. It was considered that the device was conforming when it left zimmer biomet. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Reported information states that the surgical technique was followed during use of this devices. Tasp was manufactured before design change. Root cause can be traced to design issue.